Event description:
5/95 - pt had anterior cervical diskectomy and fusion of cervical vertabrae 4-5 and cervical vertebrae 5-6. 1/96 in auto accident developed neck and arm pain. X-ray showed solid fusion and physical therapy started. Pt returns now with neck and shoulder pain. X-rays show that anterior plate is broken at lower level. Plate removed and anterior cervical diskectomy and fusion of cervical vertabrae 3-4 done.